Manufacturer narrative:
Device analysis the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a perforation and type d dissection occurred. The events were identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. The target lesion was located in the popliteal artery. The physician used a 7fr/90cm introducer sheath and a 0.035 guide catheter to access the lesion. A csi viperwire guide wire was advanced across the lesion and a 1.50mm crown csi orbital atherectomy device (oad) was loaded onto it. The physician performed one run at low speed and one run at medium speed with the 1.50mm oad. The oad was removed and a 2.00mm crown oad was advanced over the wire. The physician performed two runs at low speed using the 2.00mm oad. The physician followed-up atherectomy with balloon angioplasty. Angiography revealed a dissection in the popliteal. The physician resolved the dissection by deploying a stent across it. The patient status remained stable throughout the procedure. The treating physician had noted a dissection during the procedure, but follow-up review by core lab identified a perforation and type d dissection. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.